Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: handle separation can occur if the device experience excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. The user is directed to refer to the package label for the minimum endoscope accessory channel size required for this product. The product package label indicates that this device is compatible with endoscopes that have a minimum accessory channel size of 3.2mm. If the device is used with an endoscope that has an accessory channel smaller than 3.2mm, this could cause an increase in friction between the inner and outer catheters. This increase in friction can encourage an application of excessive pressure to the handle, contributing to handle separation. The endoscopic model number was requested, but unable to be provided. The information provided indicated the handle was connected to the luer lock, but this connection became loose. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at and angle and pressure is applied to this portion of the handle assembly. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. The handles are inspected for separation prior to distribution. Also, the handles are worked to ensure smoothness of workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of handle separation with the tri-clip endoscopic clipping device. This device was manufactered prior to the implementation. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used a cook endoscopy triclip endoscopic clipping device to treat a gl bleed. Once the device was advanced through the endoscopic and into place, the clip was extended from the outer sheath. At this time, the handle was connected to the luer lock which is a direction from the instructions for use. While attempting to deploy the clip, the luer lock connection to the handle became loose and the handle separated. The device was removed from the patient and another clipping device was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due this occurrence. The patient did not experience any adverse effects due to this occurrence.